Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018 wednesday. It was reported that the customer had high blood glucose levels of 30 mmol/l at the time of admission. It was reported that the customer stated that the insulin pump was not giving insulin and the drive support cap was sticking out. It was reported that the customer¿s current blood glucose level was 18 mmol/l. It was reported that the customer had change the infusion set and did not see any drops of insulin coming outside of the tubing. It was reported that the high blood glucose event began on (B)(6) 2018. It was reported that the infusion set was changed on (B)(6) 2018 and customer noticed no insulin was coming out. The customer also reported the damage at the bottom of the insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device received with operating currents within spec and passed self test . Device unexpected seated at the begging of the displacement test followed by an expected no delivery alarm due to faulty force sensor resistor. Unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test, occlusion test or delivery accuracy test due to excessive no delivery alarms. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.